Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 42 mg/dl at the time of the incident. Other blood glucose was 143 mg/dl and 289 mg/dl at time of call. The customer was assisted with troubleshooting for low blood glucose. The customer was treated with food. Product will not be returned device for analysis.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
The supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2019.